Manufacturer narrative:
Continuation of d10: 693565 lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate therapy in the past due to ongoing sensing issues with the right ventricular (rv) lead. As a result, the patient suffered from post-traumatic stress disorder (ptsd). A lead integrity alert (lia) recently triggered due to high rate non-sustained (hrns) episodes, short v-v intervals, oversensing of non-physiologic signals on stored electrograms, with non-physiologic artifact present. The rv lead exhibited high pacing impedance and had a confirmed fracture. In addition, there was occasional undersensing on the right atrial (ra) lead that resulted in inappropriate atrial pacing. The rv was explanted and replaced. The ra lead was prophylactically explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.